Event description:
It is reported that the drill bit broke during surgery. The surgeon was able to remove the broken piece.

Manufacturer narrative:
Evaluations summary: it is not known how much load the surgeon applied to the drill during the procedure, or if the drill was subjected to any off-axis loading that could have resulted in bending moment stresses and fracture. Cause cannot be definitively determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.